Manufacturer narrative:
The case was initially associated to the acetabular components only, not marketed in the USA . Upon receipt of follow-up information about the revision surgery and the explanted components, on (B)(6) 2016 this case was re-assessed and associated to the stem component (stem loosening), marketed in the USA, and the case was then considered to be reported. On 15 november 2016 the medical affairs director made the following analysis: additional information has been received later. The stem was loose and replaced. The primary operation had been done 6 years before. The patient was less than 50 years old, muscular and heavy, and appeared to be the ideal candidate for a higher-performance tribological pairing, because his conditions pose a relevant challenge to long-term resistance of the mechanical coupling. The cup is very horizontally placed, and significant eterotopic ossification has formed rather early both around the cup and over the femur. The cup does not have sufficient equatorial contact. The explants have been sent for investigation to external laboratory in order to quantify wear amount. The eccentric position of the head looks disproportionate to the oteolytic reaction described. On 16 november 2016 the medical affairs director added the following: a further analysis has been performed on the material deposited on the articular surface of the head. According to report, the material found is compatible with the material of the cup but it is unlikely that it has been articulating against pe for a long time, and therefore the hypothesis formulated by the laboratory is that it was created during explantation. I do not agree with the hypothesis and I think it is very difficult and extremely unlikely that such a mark is made during implant removal by abrasion against the acetabular shell. It is in my opinion more possible to make it during reduction, or it may be a debris, created possibly at implantation but maybe also later on, that got trapped in articulation, not necessarily since the beginning of the working life. This hypothesis would be compatible with the finding of excessive wear, not usually found with these materials, that could have been triggered by third-body abrasion, at least for a certain amount of time, if not from the start. Batch review performed on 20 october 2016. Lot 093022: (B)(4) items manufactured and released on 19 february 2010. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Total revision due to stem loosening 5 years and 9 months after primary surgery.

Manufacturer narrative:
On 07 february 2017 medacta received the results of the analysis performed by an external laboratory on the liner involved in the complaint, reporting as follows: the determination of the oxidation index is a method for the measurement of the relative extent of oxidation present in ultra-high-molecular-weight polyethylene (uhmwpe) intended for use in surgical implants. The material is analysed by infra-red spectroscopy. The intensity of the carbonyl absorption (>c=o) centred near 1720 cm-]1 is related to the amount of chemically bound oxygen present in the material. The oxidation index iox, showed a value near 0.2. The relative extent of oxidation present for this sample was very low. On 07 march 2017 the medical affairs director performed an additional clinical evaluation based on the analysis results and commented as follows: further analysis performed by independent external laboratory on the insert material confirmed that the oxidation level on the explant was very low. Therefore, the unusual wear rate should be ascribed to an external factor. The hypothesis that I expressed in my previous analysis of third body wear due to metal debris appears to be still valid and made even more likely by this new finding.